Event description:
Patient with heartware therapy for 19 months, complicated by ventricular assist device (vad) thrombus requiring vad exchange via left thoracotomy just 6 months prior to this event. Patient now presents with purulent drainage from the left thoracotomy site and abscess around the device requiring incision and drainage of the left thoracotomy site this admission. Patient was discharged with IV antibiotics and packing wound.